Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after centrifugation poor separator movement was discovered with bd vacutainer® sst¿ blood collection tubes. This occurred on 10 separate occasions after use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: gel issue. The gel from the gold top 3.5ml after centrifugation did not go up to the designated placement of (top - serum, middle - gel, bottom - rbc).

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. Bd acknowledges that the customer has had an issue with this product. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Sst¿ tubes should be filled to stated draw volume and mixed by 5 complete inversions. Mixing facilitates dispersion of the silica into the blood, assisting the clotting process. The recommended 30 minute minimum clotting time for the bd sst¿ tube is based upon an intact clotting process. Insufficient clotting (short clotting) can result in the formation of fibrin. This fibrin formation may interfere with barrier formation. Complete and adequate barrier formation is time, temperature and g-force dependent. Bd's IFU for this product indicate a 15 minute centrifugation time in this situation. Post centrifugation: the specimen in the original tube should be centrifuged once. Tubes should not be re-centrifuged once the barrier is formed. A potential for inaccurate test results is possible. Analytes from cellular leakage/exchange, accentuated by clot retraction, will then be centrifuged into the serum being used for testing. If re-centrifugation is required for improved serum quality, then aspirate serum into a properly labeled clean tube.

Event description:
It was reported that after centrifugation poor separator movement was discovered with bd vacutainer® sst¿ blood collection tubes. This occurred on 10 separate occasions after use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: gel issue. The gel from the gold top 3.5ml after centrifugation did not go up to the designated placement of (top - serum, middle - gel, bottom - rbc).